Event description:
It was reported that when the device was used during a hand-assisted laparoscopic sigmoid colectomy, the lockout failed. The case was completed by oversewing the staple line and with a circular device. Consequently, the pt was given a temporary ileostomy.